Event description:
A pt reported several months of chronic left sided pelvic pain. An initial diagnostic laparoscopy was performed in 2004 but did not reveal any intra-abdominal abnormalities. After the laparoscopy, the pt continued to have left sided pain. A CT scan was performed subsequently which identified a metallic object in their abdomen. They were referred for a repeat laparoscopy the following month. At this time a metal coil in the retro-peritoneal space was found. The coil was removed. No add'l procedures were done and the pt is now completely asymptomatic. At the time that the coil was removed, the physician still did not know what it was. It was only after the surgery, when he questioned the pt about what they were using for birth control, that they mentioned the essure tubal occlusion device placement.